Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimemsional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5: at 2 months post-op, there is no more corneal edema or high iop, only semi-mydriasis. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, angle closure with elevated intraocular pressure and corneal decompensation. Post-op, there was semi-mydriasis (dilation of pupil) and corneal edema. A possible cause of the event was oversize lens (icl). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.